Manufacturer narrative:
Follow-up # 3: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at approximately 7-8am. The patient stated that she obtained a result of 92mg/dl using the subject device compared to a reading of 13mg/dl using an unknown device, both readings within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is unclear if the "unknown device" is the ER/hospital meter. The patient manages her diabetes using shots (other than insulin) and denied making any changes to her usual diabetes management routine in response to the alleged elevated readings obtained. The patient stated that she experienced symptoms of lethargy, instantly after the alleged issue began, and was reportedly hospitalized and received hcp treatment of sugar at approximately 9am on (B)(6) 2015 in response to the reported issue. The patient stated that her blood sugar was measured using an ER/hospital meter with a result of 13mg/dl. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, the strips were within their expiry date, the patient's testing technique was correct and an approved sample site was used. The csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly visited the ER and received hcp treatment for a severe blood glucose excursion, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: a secondary issue was also noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 supplemental sent to include additional information omitted from the narrative of follow up #1.